Event description:
Initial reporter indicated that they had a patient with a dcdc 0 and it had previously been higher. Additionally it was reported the patient was having an increase in seizures and unknown if over their pre vns seizure rate at this time. The site reported that there is a possibility that the patient's vns is at end of battery life. Good faith attempts are being made for additional details surrounding events.